Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - head b3: event date is the publication date of the article. G2: chaudhry f, bridger a, daud a, greenberg a, safir oa, gross ae, kuzyk pr. Retrospective review of outcomes of total hip arthroplasty in developmental dysplasia of the hip in adults. J arthroplasty. 2025 apr 1: s0883-5403(25)00307-9. Doi: 10.1016/j.arth.2025.03.070. Epub ahead of print. Pmid: 40180277. G2: foreign: canada. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The study reported 9 patients with initial total hip arthroplasty on unknown dates who developed pain but did not require a revision. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026, to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. An x-ray was provided in the journal article however it is unknown if it is correlated to the patient in this complaint a definitive root cause cannot be determined. The complaint could not be confirmed. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.